Event description:
It was reported that during an angioplasty procedure, the tip of the iq guidewire separated and remains in the pt. The lesion being treated was located in the left main/left anterior descending (lm/lad). Following deployment of another MFR's stent in the lm, postdilatation was performed with a maverick balloon. When withdrawing, the iq guidewire, one and a half inches of the distal tip broke in the lad. Several attempts were made to snare the broken tip, including other guidewires and balloons, without success. Then, another MFR's stent was deployed to secure the wire tip to the vessel wall in the lad. Pt status was reported as 'good' with no complications. Pt was also put on a intra aortic balloon pump (iabp) during the procedure.